Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). The customer reported that the device returned to normal after the equipment department replaced the pressure cable. It is not clear whether the faulty component is a philips product. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the philips hemo system with intellivue x3 indicating that the device had an incorrect pressure measurement. The device was in use on patient at time of event, there was no adverse event reported.